Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's report was observed during review of the device data logs. However, the customer declined further evaluation. The device was returned to the customer labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.